Event description:
During tah case voyant open fusion device started alarming "re-activate". Checked generator. Attempted to use after and received another alarm "re-activate". Handed off device. Opened new device. Case completed without further incidence. No harm to patient.